Event description:
A false low advia centaur xp total hcg dilution result was obtained by the customer on a fourth patient sample serial draw and considered discordant when compared to clinical pattern of increasing thcg values observed on previous test results. The discordant result was reported to the physician and a new sample draw was order for repeat thcg testing. The new sample draw was run on another advia centaur system in the laboratory and a higher result was obtained that matched the clinical information. The customer performed repeat testing on the initially discordant sample and obtained higher results. An amended report was issued to the requesting physician and they were contacted by the laboratory chemical pathologist. Patient treatment was not prescribed or altered. There was no known report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
The cause for the initially discordant low 1:200 dilution result when compared to the new sample draw and repeat test results is unknown. The sample was presented to the advia centaur xp via labcell automation. A 1:200 dilution sample precision study was performed by a siemens application specialist (tas). The customer has noted that the discordant result may be attributed to sample integrity and requires no further follow up at this time. No conclusion can be drawn. (B)(6) 2012 - tas precision results. The instruction for use (IFU) states the following under the limitation section: " this test may be used for detecting pregnancy by the first day of the missed menstrual period. All in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents. Test results alone are not diagnoses of medical conditions. For example, low titer elevations of hcg can occur in normal non-pregnant subjects. A physician's diagnosis involves evaluation of the test result in conjunction with, and in the context of, the patient's medical history, physical examination, and other test results - sometimes in consultation with other medical experts." The instrument is performing within specification.